Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: tip electrode pulled out/off; proximal segment returned and analyzed.

Event description:
It was reported that as the ventricular lead was being placed, it became immobile and unable to move forward. Decision was made to remove it. After extracted, it was noticed the tip was no longer visible. Unber fluoroscopy it was visualized to be outside the subclavian vein and adjacent to the clavicle. Decision was made by physician to leave it there and a new sheath and lead were advanced. No patient complications have been reported as a result of this event.